Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number (B)(4). No fault found. The reported defect could not be detected on the returned sample.

Event description:
It was reported that prior to use, there was 'incomplete deflation' of the white cuff on the endobronchial tube it was also reported there was no patient involvement. There is no report of serious injury or death associated with this event.